Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms and lead safety switch (lss). Additionally, there was evidence of erosion noted when the physician went to revise the lead. As a result, the physician explanted the entire system and had no plans to re-implant another one at this time. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted that only a portion of the lead was returned. There was no stylet sent back and there were setscrew markings noted on the terminal pin and ring. The clinical observations could not be confirmed. The lead damage was determined to be procedurally induced.